Manufacturer narrative:
Corrected information provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: 2020-70484.

Event description:
A customer reported during injecting an intraocular lens (iol), the tip tore. The tip streaked and cracked. There was no reported patient impact. Additional information was requested.